Event description:
Same case as MFR# 2134265-2009-04572. It was reported by a patient that post a coronary drug eluting stenting treatment procedure stent occlusion occurred. A 2.75x20mm taxus express2 stent along with a 2.50x20mm taxus express2 stent were implanted in the proximal left anterior descending artery (lad). Three years and six months later, the stents became "plugged in the front" which required the patient to undergo a double coronary artery bypass graft surgery (CABG). Additional information was requested but is not available.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.